Event description:
It was reported by service report that the access door can be opened without using the release knobs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.